Manufacturer narrative:
Additional information received that the patient outcome was reported to be well.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) right cylinder due to a cylinder puncture. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) right cylinder due to a cylinder puncture. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) right cylinder due to a cylinder puncture. A patient outcome was not reported.

Manufacturer narrative:
The ams700 ipp cylinder was visually inspected and functionally tested. A leak was identified near the distal end of the cylinder body attributed to cylinder on cylinder wear. A leak was also identified near the proximal end of the cylinder body attributed to fatigue. Product analysis concluded the identified leaks as the most probable cause of the reported events. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.